Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's stimulator was shocking them randomly, stimulation felt intense for 2-5 minutes then shuts off. It was reported that the issue happened out of nowhere. Impedance were checked and were within normal limits. Sensor was checked in upright and lying position and position and found to be correct. Patient was reprogrammed on different part of lead and sensor turned off for new group. The issue was not resolved at the time of the report and patient was going to follow up in office on (B)(6) 2017 to see the implanting physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was scheduled for an appointment with their healthcare professional on (B)(6) 2017, however that appointment was cancelled and not rescheduled. Follow up was conducted.